Event description:
It was reported that the patient presented in clinic for pulse generator implant procedure. Upon connecting the leads, it was found that the novel implantable cardioverter defibrillator exhibited over-sensing resulting in pacing inhibition. The leads were reconnected but over-sensing was still noted. No further intervention was performed. The patient was recovering.